Event description:
Reportedly, the device longevity was not as long as expected by the physician. The device will be returned for analysis. Preliminary analysis results showed that based on available data, normal battery depletion occurred.

Manufacturer narrative:
Please refer to the attached analysis report. B3 (event date) was corrected. - attachment: [20200612 - file-2020-00067 - analysis_and_closure_report_resp-2020-00433.pdf].

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, the device longevity was not as long as expected by the physician. The device will be returned for analysis. Preliminary analysis results showed that based on available data, normal battery depletion occurred.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the device longevity was not as long as expected by the physician. The device will be returned for analysis. Preliminary analysis results showed that based on available data, normal battery depletion occurred.